Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12556. 2017865-2020-12559. It was reported that patient presented with asystolic episodes during a normal generator replacement and right ventricular lead implant surgery on (B)(6) 2020. Further investigation found that either the pacemaker or right ventricular lead was failing to capture. Patient was placed on external pacemaker till a lead revision could take place and was deemed stable at the time. The right ventricular lead was extracted and replaced on (B)(6) 2020. Testing of the lead using a pacing system analyzer rendered normal results. However, several loss of capture events were noted upon connection to the patient's implanted pacemaker. It was suspected that the pacemaker header may have been damaged during the initial implantation on (B)(6) 2020, so pacemaker was explanted and replaced during the lead revision procedure. More loss of capture episodes were noted during the pocket closure. Patient was again deemed to be stable placed on an external pacemaker till another revision procedure could take place. The second right ventricular lead was explanted and replaced on (B)(6) 2020. Patient condition was stable after the procedure.